Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a regular scheduled visit. Upon interrogation, the right ventricular lead exhibited oversensing due to noise and loss of capture with pacing inhibition of one beat. Programming changes were discussed; however, no intervention was made. The patient would be followed up normally.